Event description:
It was reported by the pt that his hearing perception is intermittent. Testing was carried out which confirmed that the device has malfunctioned. Since yesterday, the pt has no longer been able to hear with his device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.